Event description:
Tampon would not come out [foreign body in reproductive tract]. String on the tampon come away [device breakage]. String on the tampon come away when she was trying to remove the tampon [complication of device removal]. Consumer contacted via e-mail and stated that the string on the tampon came away when her daughter was trying to remove the tampon. No serious injury was reported.

Manufacturer narrative:
03-aug-2020 product information corrected.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon would not come out [foreign body in reproductive tract]. String on the tampon come away [device breakage]. String on the tampon come away when she was trying to remove the tampon. [Complication of device removal]. Consumer contacted via e-mail and stated that the string on the tampon came away when her daughter was trying to remove the tampon. No serious injury was reported.